Manufacturer narrative:
Unique identifier (UDI) #(B)(4).occupation is lay user/patient the patient sent their meter back to the independent testing facility (idtf). The patient's test strips are no longer available. The meter has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.   Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The patient was diagnosed with a brain bleed following a high result obtained from the patient's coaguchek xs meter, serial number (B)(4). The patient was admitted to the hospital and received treatment. On (B)(6) 2020, the patient fell and bruised his leg. After the incident, he began using a walker and taking tylenol for pain. On (B)(6) 2020, the patient's meter produced a result of 6.7 inr, which was above the patient's therapeutic range. The initial reporter thinks the patient likely skipped his coumadin dose on (B)(6) 2020 following the high reading. It was further reported that the patient did eat spinach in response to the high result. When the patient retested the following day, (B)(6) 2020, he received a meter result of 3.4 inr. The times, at which each result was obtained, were requested but not provided. On the evening of (B)(6) 2020, the patient did not look well and was pale. The patient was taken to the emergency room. The patient was diagnosed with a brain bleed (via a CT scan) and a fractured femur from falling on (B)(6) 2020. It was reported that the patient did not hit his head when he fell on (B)(6) 2020. The patient had brain surgery on (B)(6) 2020, and after the surgery, he had issues related to bedsores, utis, and unspecified infections. The patient was admitted to the intensive care unit during hospitalization and received lovenox while in the hospital. The patient stopped taking coumadin after admission to the hospital. It was also reported that the patient had a second brain bleed and required a second operation in a different location of the brain. Further information regarding whether the second brain bleed was a post-operative bleed or a different bleed was requested, but this information was unknown. The initial reporter does not know if any laboratory inr results were obtained while the patient was admitted to the hospital. No meter to laboratory comparison results are available. The patient's therapeutic range was 2.5-3.8 inr.